Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 284 mg/dl. The "customer" high blood glucose level was over 300mg/dl at the time of incidence and the current blood glucose level was 145 mg/dl. The customer was treated with intravenous fluid. Customer unable to continue troubleshoot for high blood glucose due to the insulin pump and pumper not being available. The device will not be returned for analysis.